Manufacturer narrative:
This regulatory report was created to portray the removal of the code (B)(4) (premature eri) which was previously captured in report # 3004209178-2016-21892.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (concentration of 5mg/ml, dose of 1.826mg/day) and morphine (concentration of 20mg/ml, dose of 7.306mg/day) via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that an alarm was heard and confirmed by telemetry. The alarm that occurred was a critical alarm for low battery reset and safe state. The patient was scheduled to have a pump replacement, but it was cancelled. The patient was switched to oral medications. The family did not want the pump to be replaced. Saline was introduced to the pump. The cause of the low battery reset/safe state was not determined. No symptoms were reported. The patient¿s status was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (concentration of 5mg/ml, dose of 1.826mg/day) and morphine (concentration of 20mg/ml , dose of 7.306mg/day) via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that an alarm was heard and confirmed by telemetry. The alarm that occurred was a critical alarm for low battery reset and safe state. The patient was scheduled to have a pump replacement, but it was cancelled. The patient was switched to oral medications. The family did not want the pump to be replaced. Saline was introduced to the pump. The cause of the low battery reset/safe state was not determined. A premature eri occurred on the patient¿s pump. No symptoms were reported. The patient¿s status was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was provided by the health care professional on (B)(6) 2016. According to the session data report as examined on (B)(6) 2016 the estimated elective replacement indicator was 20m. According to the session data report as examined on (B)(6) 2016, the elective replacement indicator occurred on (B)(6) 2016 and a schedule to replace the pump by (B)(6) 2016 message was noted. There was a 25% decrease in dose that was done on (B)(6) 2016. The pump was programmed from daily dose to minimum rate on (B)(6) 2016. According to the session data report as examined on (B)(6) 2016, the elective replacement indicator was 17m. The health care professional later called inquiring of how to silence the alarms that were occurring and whether stopping the pump would stop the alarms. It was discussed that they would need to program the pump to off state to stop the alarms. The health care professional believed that the patient was near end of life so they may not replace the pump. The health care professional was going to check with the managing doctor to see if they were ok with programming the pump to off state and would call back when with patient to obtain the pump off password. It was noted that since the pump had a low battery reset, pump authorization form was not required. The health care professional later called again and was given the pump off passcode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.